Event description:
It was reported that during an attempted implant, it was noted that the wrench was unable to fit well on the setscrew and torque was not sufficient. The physician tightly fastened the wrench in a counterclockwise motion, and it was noted that a screw inside of the grommet was found on the tip of the wrench. There was a possibility of a damaged grommet, therefore the device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a damaged set screw. (B)(4).